Manufacturer narrative:
Follow-up #1; date of submission: 08/26/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device has been returned and evaluated by product analysis on 08/04/2016 with the following findings. Review of the black box showed one unexpected powered on reset event prior to multiple other power on reset events on (B)(6) 2016. The battery compartment threads were stripped and the coin slot on the top of the cap was damaged. The battery cap was evaluated and determined to measure within the required specifications. The battery cap was fastened and then unscrewed 1/2 turn leading to the pump to reboot. The intermittent power issue was duplicated on investigation. A test cap was placed on the pump for investigation and was able to fit properly with no further interruption in power. On investigation, "ez-prime" steps were performed correctly, no power interruption or any errors, alarms or warnings. The pump's cover was removed, no intermittent condition was found to the printed circuit board. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.